Event description:
The manufacturer recieved information alleging that a device failed to detect any flow when machine was running. The device was not in patient use. No harm or injury were reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.